Manufacturer narrative:
Additional information received on 13 july 2016 and includes: the event occurred intra-operatively. On 22 july 2016 the medical affairs perfomed a clinical evaluation and commented as follows: during tha procedure, the surgeon decided that the implanted cup was not satisfactorily fixed and therefore exchanged it to a different size and model. This should not be considered a revision nor a failure. It is up tpo the surgeon to make sure that the implanted components are well stable before closing and if it is not the case he should continue the operation to reach this situation. Batch review performed on 22 july 2016. Lot 155353: (B)(4) items manufactured and released on 25 january 2016. Expiration date: 2021-01-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
When the surgeon was testing the hip to ensure it was secure, he noticed that the cup was loose. The surgeon decided to revise the hip. The surgeon removed the liner, cup and head. The surgery was completed successfully. X-rays and explants are not available.